Event description:
It was reported that during a breast biopsy procedure,the customer was hearing a crackling noise while taking samples and they noticed a plastic foreign body within the sample. They continued the case with the probe. Plastice foreign body was sent back with the sample for analysis.

Manufacturer narrative:
(B) (4). (B) (4). The mst8 device was returned in good physical condition and with a mam3008 inserted on the device. The marker was removed from the device and the probe was connected to a test holster and control module, initialized, and functioned properly. The probe was fully functional and conforming to manufacturing requirements. Event described could not be confirmed as no foreign matter or plastic pieces were noted during the analysis. A batch record review was performed and no anomalies were found during the manufacturing process.